Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. This event also includes device 22318015/ (B)(4), 22253544/ (B)(4) and 21695618/ (B)(4).

Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. During the procedure, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the physician believed the patient may have an unknown endoleak. It was not seen on a CT scan, but was possibly seen on a duplex. The physician decided to intervene, and implanted two gore® excluder® aaa endoprostheses. The patient tolerated the procedure.

Manufacturer narrative:
Added e1/e2/e3/e4, g1, g3/g4, h1/h2 & h6. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. This event also includes device (B)(6) / (B)(4), (B)(6) / (B)(4) and (B)(6) / (B)(4).